Event description:
The surgeon implanted a silicone lens model aq2017v and was removed without pt injury. The facility stated the lens would not sit properly due to the pt's eye anatomy. It was indicated that there was no product malfunction and another lens was used.